Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 3 ,2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 25) . Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation finding: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was not returned for evaluation. However, a video was provided showing that fluid would not pass through the venous pigtail line. A representative retention sample was reviewed to show no blockage and normal amounts of bonding agent on the venous pigtail line. Di water was able to be passed through the line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 483 manifold. Health effect - impact code: 2199 no health consequences or impact. Health effect - clinical code: 4582 -no clinical signs, symptoms or conditions. Medical device problem code: 2888 blocked connection. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold was clogged. Per facility, the line was not saved, and they created their own line. No known impact or consequence to the patient. The product was not changed out. The surgery was completed successfully.